Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient went to emergency room and eventually got hospitalised event on 01-feb-2024 due to high blood glucose. The glucose level was more than 400 mg/dl and the patient was treated with intravenous insulin infusion. No further information available.